Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'upper occlusion error delay to alarm' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upper occlusion error and experienced a 3 minute delay to alarmed for upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.